Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 was not detected on the bus when recovery was attempted. A field service engineer (fse) launched the hardware test application and ran diagnostics when door 1 was being accessed. There was a noise coming from the solenoid. The fse removed the center column to inspect the latch, and the wiring harness was found to be loose at the point where it connects to the tower controller. The fse reset the connection of the wiring harness to the controller to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door had failed and it was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.